Event description:
¿It was reported that the bd smartsite¿ extension set, 1 smartsite¿ needle-free connector(s) experienced blockage. The following information was provided by the initial reporter: they could not flush through fluids.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that they had several units which they could not flush through fluids. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20059e because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. Even though no sample/photo was received and failure could not be confirmed, a CAPA (corrective action preventative action) has been initiated to investigate the customer¿s reported failure mode. CAPA 1998036 has been initiated. H3 other text : see h10.

Event description:
¿It was reported that the bd smartsite¿ extension set, 1 smartsite¿ needle-free connector(s) experienced blockage. The following information was provided by the initial reporter: they could not flush through fluids.